Event description:
(B)(6). Initial info received from an office staff on (B)(6) 2009: a (B)(6) female received treatment with poly-l-lactic acid (sculptra) (lot # and expiration date unk) to fill in thinness in hands in (B)(6) and (B)(6) 2006. She reported that the pt developed discoloration at the injection site almost "like a bruise" now (2008). She stated that the pt did have a really good result. However, the discoloration occurred years later and did not appear right after the treatment. Concomitant medication was not provided. No further relevant info reported.

Manufacturer narrative:
Add: implant date: (B)(6) 2006.